Event description:
It was reported that the device could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced and the patient was in stable condition following the procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed in the lab. The device was below the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. The battery was analyzed by the manufacturer and a short circuit was observed. The short circuit was determined to be the cause of the reported event of premature battery depletion.